Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-00439; 2938836-2020-00440; 2938836-2020-00441. It was reported that when the patient presented in the clinic for possible pocket infection, the skin around the pocket area was reddened with visual purulent drainage. The whole system was explanted. The patient was stable before, during and after the procedure.